Event description:
Patient reported there was an electrical storm. House either got hit by the storm, or lightening or power surge. Patient reported they were sitting on couch which was plugged in for power. Patient indicated they had to drive 2 hours out to meet with hcp to figure out what happened. Patient had severe withdrawls. Hcp reset stimulator, patient had 2 days of withdrawl, and did not know stimulator was off as it displayed as if it was working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller said that tuesday night something very strange happened. Caller said that they had a storm with a power outage and that the pt was sitting in a recliner that had ports to plug electronics into and all of a sudden everything was turned off and the pt was in great pain and then they slowly got worse. The ins was shut off. Caller said that the controller looked like the ins was getting a charge and that the ins was on, but the pt was still not at 100%. Caller said that hcp said that hcp had to turn the ins back on. Caller noted that they were supposed to call hcp back today. Caller said that the pt had gotten real sick like they were going through withdrawals. Caller said that the pt was still kind of sweaty and looking like they were going through withdrawals. Pss requested the printed intellis manuals per caller's request and advised caller to keep addressing the reported issue with pt's hcp.

Manufacturer narrative:
Concomitant medical product: product ID 97715; product type: 0197-implantable neurostimulator; product ID 97745nt; product ID: 97745; product type: 0201-programmer patient; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.